Event description:
Depuy acromed received a letter stating that a pt had 4 rods implanted in 1998 to correct scoliosis. In 2000 the rods were noted as broken. According to the complainant, the pt has significant pain and a return of disability. An eval could not be performed because the part and lot number were not reported nor were the broken rods returned. Therefore, the co cannot verify that this is a depuy acromed product. No further action can be taken at this time.